Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate (model# unknown serial# unknown). Carto 3 system (model# unknown serial# unknown). Cook medical 71 cm transseptal needle (model# unknown lot# unknown). Dang long sheath sl1 8.5 cm (model# unknown lot# unknown). (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became slightly hypotensive with a systolic blood pressure (sbp) low of 78 mmhg. Pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded 570 ml, of which 460 ml were auto-transfused. Patient remained stable throughout the procedure and the intervention. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Medical history includes pradaxa. There were no patient factors cited that may have contributed to the adverse event. Principal investigator assessed this event as severe, serious, possibly investigational device-related, and definitely index procedure-related. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Transseptal puncture was performed with a cook medical 71 cm transseptal needle. Sheath was a dang long sheath sl1 8.5 cm. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant (heparin bolus and infusion) with activated clotting time maintained at greater than 325 seconds. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure and there was no device deficiency.

Manufacturer narrative:
During a clinical trial sponsored by bwi, it was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and irrigation test was performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).